Event description:
The pt reported blood glucose results of "11.3 mmol/l" with the lifescan meter and "15.9 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.